Event description:
The customer contact reported a leak; subsequent blood loss was noted. The tubing was set to be used to deliver an unspecified volume of platelets, at a rate between 100ml/hr and 150ml/hr, via a plum pump. It was reported that after the delivery was started, solution leaked "in between the luer lock and the tubing" and an unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).